Event description:
Falsely elevated troponin results of 8.15 ng/ml (pt a) and 11.97 ng/ml (pt b) were obtained on pt samples. Repeat testing on the same samples gave normal results, 0.04 and <0.04ng/ml, respectively. Pt a was taken to the cardiac catheterization laboratory and a stent was inserted when blockage was discovered. There were no reports of adverse health consequences as a result of the falsely elevated troponin results. A dade behring field service representative resolved the instrument issue by correction of mixer positioning.

Event description:
Falsely elevated troponin results of 8.15 ng/ml (pt a) and 11.97 ng/ml (pt b) were obtained on pt samples. Repeat testing on the same samples gave normal results, 0.04 and <0.04ng/ml, respectively. Pt b treatment was not prescribed or altered as a result of the erroneous results.